Event description:
It was reported that the patient stated that they have shortness of breath more often since having their new device implanted. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.